Event description:
Bayer contour next test strips / bayer contour test strips pt's caregiver requested the incorrect brand of test strips, which were dispensed. Pt was unable to use in his meter. Reassigned prescription for remaining refills.(B)(6).